Event description:
On 07/11/99 the account obtained an axsym; phenytoin result of 0 ug/ml which they reported as <0.5 ug/ml. The rn questioned the result and the sample was repeated and was 32.7 ug/ml. There was no impact to patient management. No injury was reported.